Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic pacing. It was noted that the right ventricular (rv) lead had a polarity switch one day post-implant, and no thresholds were measured. The lead remains in use. No further patient complications have been reported as a result of this event.